Event description:
The complainant stated the brake is not holding on the bed.

Manufacturer narrative:
The technician found the brake and brake/steer casters were worn. He replaced the brake and brake/steer casters to repair the bed.